Manufacturer narrative:
Pt information not available at the time of this retrospective report. The system was evaluated at the site and the scan used during the reported event was confirmed to have symmetrical fiducial marker placement. The reported event was related to the user not following the imaging protocol which states that the markers should not be placed in the same plane. The device also had a video graphics card malfunction that was unrelated to the reported event. A replacement part was sent to the site which resolved the issue.

Event description:
A medtronic representative reported that the point merge registration appeared flipped left right. The surgeon abandoned the use of the system and successfully re-registered using a different treon system. Inspection of the exam on the first system revealed the image was flipped, and that the fiducials were placed symmetrical. The case was completed with no impact on pt outcome.